Event description:
It was reported that during follow-up in clinic, several episodes of non-sustained rv oversensing were observed due to post-paced t-wave oversensing on the right ventricular channel. Patient was asymptomatic. Programming changes were made.